Manufacturer narrative:
Upon receipt, the device underwent bench testing, during which it failed to detect that the electrode pads were connected and was unable to perform an analysis during a shock test. Evaluation confirmed that the AED had sustained damage. Further evaluation determined that the issue was due to a loose wire harness attributed to the device experiencing a drop or significant impact. Based on these findings, the device was removed from service. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red and reporting a service code. They reported this did not occur during patient use.